Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for investigation. However, log file shows alarm 389: "no o2 dosing possible. According to the inspiration block valve test, the inspiration block needs to be exchanged and advised the customer to perform a o2 gas path test. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 that when the unit is turn on, alarm 315 - insp. Valve or device leaky alarm occur. Furthermore, there was no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to leaking inspiration valve ot. Advised customer that the inspiration block needs to be exchanged and perform a o2 gas path test. Unit issue was fixed and the customer confirmed that the unit is working fine.